Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultra meter was not powering on. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter power issue began approximately 3 - 4 years ago. The patient manages her diabetes using a combination of diabetes medications. In response to the meter issue the patient reportedly decreased her food and/or drink consumption. The patient stated developing symptoms of ¿vision problems, feeling very weak, jumping from one side of the bed to the other¿ an unspecified amount of time after the alleged meter issue began. The patient reported visiting the doctor¿s office approximately 1 year ago, when the following medications were prescribed: glucophage 1000mg 3 times per day; janumet 50mg & metformin1000mg twice per day and glimepiride 3mg once a day. At the time of troubleshooting, the csr noted that it was not the first use of the product and the correct test strips were being used. The csr confirmed that the meter battery needed to be replaced. The patient did not have a new battery therefore the csr was unable to walk the patient through a retest. The csr was unable to resolve the issue and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged power issue began.